Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined.

Event description:
It was reported that during use of the bd vacutainer® push button blood collection set the whole body of the butterfly came off when the button to retract the needle was pressed.

Manufacturer narrative:
Investigation: investigation summary: bd had not received samples but a photo was received from the customer facility for evaluation. A review of the photo was conducted the customer's indicated failure mode for front/rear barrel separation of the incident lot was observed. Although, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Investigation conclusion: based on evaluation of the customer photo, front/rear barrel separation of the incident lot was observed. Root cause description: although a photo was received, a root cause for is still indeterminate. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use of the bd vacutainer® push button blood collection set the whole body of the butterfly came off when the button to retract the needle was pressed.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device expiration date: unknown.

Event description:
It was reported that during use of the bd vacutainer® push button blood collection set the whole body of the butterfly came off when the button to retract the needle was pressed.